Event description:
It was reported when using the bd pyxis medstation es system had failed drawers, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed due to medication covers blocking the open/close optical sensor. A field service removed the blocking covers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.